Manufacturer narrative:
The broken instrument was returned to manufacturer for evaluation, the broken tip was not returned. Evaluation confirmed the breakage of the instrument. But the root cause of the breakage could not be determined.

Event description:
It was reported that while doing discectomy using mast technique, the tip of the instrument was broken off and left inside the disc space. While the doctor went back to remove the broken piece, it was noticed that a small dural tear was made. The broken piece was retrieved and the patient was reportedly doing fine post op.